Event description:
The purchasing department of a facility reported their vertek arm is broken and will not lock. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
There is a broken and missing piece at the central joint of the vertek. The arm will not lock down completely nor fully release. A replacement part was sent to the site and the issue was resolved.